Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer had already performed troubleshooting. The customer ran quality controls (qc) on one level of qc prior to instrument maintenance and qc resulted out of range. The integrated multi-sensor technology system (imt) sensor expired had also on the system. The customer installed a new sensor and ran dilution check, which passed. The customer ran qc and patient samples, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument malfunction. The hsc specialist determined that the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed. Siemens recommended that the customer handle samples in accordance with the tube manufacturer's specifications. The hsc specialist recommended that the customer follow proper pre-analytical sample handling procedures. The cause of the discordant, falsely low sodium result on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on four patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). After troubleshooting, the samples were repeated on the same instrument, resulting higher. No corrected reports were sent to the physician(s) for patient ids (B)(6) as the customer considered the initial and repeat results to be clinically similar. It is unknown if the corrected results were reported for patient ids (B)(6). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.